Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead had dislodged, it was confirmed by chest x-ray. The lead was explanted and replaced.